Manufacturer narrative:
(B)(4). Evaluation results: (limited information available), (device discarded).

Event description:
During an elective percutaneous coronary intervention (pci) the physician was using a micro driver rapid exchange (rx) coronary stent for treatment of a lesion. The micro driver rx was on th e luge wire when the tip of the wire broke off. The tip of the luge wire remains in the pt. The account has confirmed that there was no issue noted with the use of the micro driver rx device. The pt was transferred to another facility for higher level of care. No additional clinical sequelae were reported. Reference user report # 3301910000-2011-8002.